Manufacturer narrative:
Currently gathered information did not allow to establish the reason for infection. The report of infections comes from one customer, there have not been any other reports found. The product is not available for inspection and therefore the analysis is limited and based on the reasonably available data. The analysis is ongoing. Supplemental report will be provided once the conclusion is available.

Manufacturer narrative:
The UDI number is not available, since not serial number was provided. A customer reported an increase in skin fungal infections in their patients who have been on the skin iq 365. The customer alleged that the fungal skin infection started after being on the skin iq 365 for two weeks. The skin iq 365 have been removed from the patients. Patients condition improved. The location of fungal infections was dorsal areas. No specific number of patients was provided. No information about patient's health condition. Also skin iq 365 were not available for inspection since no serial number was provided. Review of complaints showed that this report is a singular occurrence, and the infection issue was reported by one customer. In an attempts to investigate the cause of the infection, several hypotheses were reviewed, such as cleaning solution used, fabric changed, moisture built, antibacterial features changed. None of them could have been evaluated, since the product was not available for inspection. Internal testing comparing fabrics did not show any anomalies and differences, either. The sources available worldwide indicate several factors that could lead to the fungal infection, such as humidity, poor blood circulation, suppressed immune system, certain medications, and others. We have learnt that the customer was using wipes for cleaning dedicated to hard and nonporous surface, whereas the product is built from soft coverlet fabric. It is unknown if cleaning process could influence the infection. There is insufficient amount of information available to determine the cause of the fungal infection. Based on the complaint details, it has been determined that the product failed its specification since the report indicated infection, the product was used for patients' treatment and therefore played a role in the event. However, with the available data and several sources of infection, it is not possible to link infection with the arjo product.

Manufacturer narrative:
Several hypothesis were analyzed. None of them could have been connected with the reported infection. The investigation is being finalized.

Manufacturer narrative:
Investigation is ongoing. Once the conclusion is available a supplemental report will be provided.

Event description:
A customer reported that an increase in skin fungal infections on their patients that have been on the skin iq 365. The customer alleged that the fungal skin infection started after being on the skin iq 365 for two weeks. The skin iq 365 have been removed from the patients. Patients condition improved. No specific number of patient was provided.